Event description:
The patient was transported back to the ICU from the cath lab, blood began backing up into the central line IV norepinephrine tubing. Upon visual inspection, blood was backed up halfway to the pump, and a hole was seen in the tubing. Vasopressin was increased to support bp (blood pressure), and cn (clinic nurse) was called to prepare a new drip and program a new IV pump. Map (mean arterial pressure) decreased to the 40s, and calcium chloride ivp (intravenous push) was given. Norepinephrine drip restarted and bp slowly improved.